Manufacturer narrative:
Results: one sealed sample was returned for evaluation. A visual inspection revealed that the shield was missing on the returned sample. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 5169721. Conclusion: although the visual inspection confirmed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. However, our quality engineer also notes that there are two root cause scenarios which could cause the issue noted: scenario #1 - the cause could be during the needle assembly process (bd's vendor). This process is performed in the bd columbus plant and shipped to bd canaan as a fully assembled needle with shield. Scenario #2 -the cause could be during the needle packaging process at bd canaan. During this process the assembled needle is moved through a vibratory bowl / rail. This movement of the assembled needle could cause the needle shield to fall off if the shield pull off force is low. Corrective action: changes will be made in the feed system for the packaging process at bd canaan to be able to detect and prevent needles without shield from being packaged. These un-shielded needles would be removed from the product flow preventing them from being packaged. Implementations of changes are expected by march 2017.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during secondary packaging operations of a 21 g x 1 1/2 in. Bd safetyglide needle, an operator obtained needle stick injury while handling a blister package. Upon closer inspection, it was noticed the safety sheath was missing. It is unknown if medical interventions were provided.